Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported this occurred during biomed testing. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device the device was found out of specification in relation to the reported symptom, which was reproduced. Sys error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.